Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that needle clog occurred during use with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter, "pen needles are sometimes closed. Insulin does not come through pen needle. Occasionally, not in every package."